Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia automated pd cycler set was missing; however during troubleshooting with renal therapy services (rts), the cap was found in the cassette box (the cap was separated from the connector). This occurred during set up of peritoneal dialysis therapy. Rts advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.